Event description:
It was reported that during the transcatheter aortic valve implant procedure, the patient was at risk of circulatory collapse and the clinical requirement was to pre-load the valve. As a result, pre-implant balloon dilation was performed before the judgement was made. It was reported that the pre-installed valve was not suitable for the case. Valve replacement resulted in one valve being damaged.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID unknown balloon (lot: unknown); product type: dilatation balloon; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the transcatheter aortic valve implant procedure, the patient was at risk of circulatory collapse and the clinical requirement was to pre-load the valve. As a result, pre-implant balloon dilation was performed before the judgement was made. It was reported that the pre-installed valve was not suitable for the case. Valve replacement resulted in one valve being damaged. Additional information was received that the first valve was never inserted into the patient. After pre-implant balloon dilation, the first valve was considered unable to use or anchor as the stent was folded. A second transcatheter valve was successfully implanted without damage. The risk of circulatory collapse was due to the patient's pre-existing basic condition being poor. No adverse patient effects or patient symptoms occurred as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the transcatheter aortic valve implant procedure, the patient was at risk of circulatory collapse and the clinical requirement was to pre-load the valve. As a result, pre-implant balloon dilation was performed before the judgement was made. It was reported that the pre-installed valve was not suitable for the case. Valve replacement resulted in one valve being damaged. Additional information was received that the first valve was never inserted into the patient. After pre-implant balloon dilation, the first valve was considered unable to use or anchor as the stent was folded. A second transcatheter valve was successfully implanted without damage. The risk of circulatory collapse was due to the patient's pre-existing basic condition being poor. No adverse patient effects or patient symptoms occurred as a result of the event. Additional information was received that the stent fold was first observed after surgery. It was reported that the fold did not involve a crown overlap or fracture. The same delivery catheter system (dcs) was used with the second valve.